Event description:
Medtronic received information regarding a navigation system being used during a tumorectomy procedure. It was reported that there was poor recognition of the active frame observed. The procedure was continued with the use of the passive frame. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6) the returned frame had a few small cuts in the cable jacket but no exposed conductors. Otherwise, the frame had no power when connected to a known good system. E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.